Event description:
It was reported that a patient with an ascending aortic dissection had been given CPR on route to the hospital and defibrillated at the hospital ER. At the start of the procedure, both the venous and arterial blood was dark. The first po2 was 342. The aorta was clamped. The blood was getting darker and venous sat was dropping and line pressures were high, 320 mmhg. The report indicated that the oxygenator may have been clotted at onset of case. The unit (oxygenator) was changed out without incident. The first po2 of the second monolyth was 600+. Patient expired.